Event description:
It was reported that the patient passed away due to intracerebral hemorrhage on (B)(6) 2022. Additional information revealed that prior to death, outpatient labs were obtained on the patient and revealed a supratherapeutic international normalized ratio (inr) of 4.8 and blood cultures found to be positive for streptococcus mitis. The patient's family was contacted to recommend admission to hospital on (B)(6) 2022 for further evaluation and treatment. However, when the patient's mom was contacted, she reported that she had found the patient down and called 911. Reportedly, the patient was unresponsive and intubated in the field. They were med flighted to the facility where they underwent evaluation with a head computed tomography (CT) revealing a large intracranial hemorrhage. The patient had a very large intraparenchymal hemorrhage (iph) in the left frontal region with a midline shift and uncal herniation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported hemorrhagic stroke, infection, and subsequent patient outcome could not be conclusively determined. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-029597, and the reported events could not be conclusively established. The death was not device related, and the device operated as expected. The pump was not explanted and therefore will not be returned for evaluation. The relevant sections of the device history records for mlp-029597 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), lists stroke, infection, and death as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. This IFU and the heartmate 3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.